Manufacturer narrative:
This report is filed june 16, 2016. Implanted device remains.

Event description:
Pe the clinic, the patient experienced a loss of connection to the internal device; however, the issue could not be resolved. Explantation is planned, however has yet to occur as of the date of this report.